Event description:
A 2.8mm drill tip snapped when being used on the patient and a small portion of the drill has been left in the patient. There was no delay in surgery and surgery was completed as intended.

Manufacturer narrative:
A 2.8mm drill tip snapped when being used on the patient and a small portion of the drill has been left in the patient. There was no delay in surgery and surgery was completed as intended. The device was discarded and will not be returned for investigation.